Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the print side of the bag, near the right-hand seam. Where in the process the leak was discovered is unknown; however, this report indicates that the bag was delivered to an institution, and the leak was discovered prior to patient administration. Therefore, there was no patient involvement or adverse events. No additional information is available.